Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "the needle popped off at the sweg" please clarify: do you mean the needle separated from the suture during the surgery? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Patient's condition? Event date? Lot number? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure in (B)(6) 2021 and suture was used. While passing through tissue the needle popped off at the swage. The procedure was completed with a like device with no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 05/24/2021. Additional information: d4, g1, h4, h6 a manufacturing record evaluation was performed for the finished device lot number ql2ahh / vcp422h50, and no non-conformances related to the reported complaint condition were identified. Additional h6 component code: g07002 ¿ conforming device. Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one unopened sample of product code vcp422 was received for evaluation. Visual inspection of the one unopened sample and no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the complaint sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.